Event description:
During routine, internal verification of the current product release, it was found that on cr, dx, and some us studies that do not have patient orientation defined (dicom tag 0020, 0037) may display image orientation incorrectly. The images will always appear with h at the top of the image, f at the bottom, r on the right side and l on the left side.